Event description:
On (B)(6) 2011, pt reported the button on the infusion device is smashed in and difficult to press. Pt stated the menu button on the infusion device is hard to press because it's worn and caved in the infusion device. Pt reported she was able to cycle through the menu options, but she stated the menu button is extremely hard to press because it feels caved in. Pt stated the infusion device did respond with a short beep when she pressed the menu button while the device was in stop mode. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.